Event description:
Customer reported via email: "staff have reported several instances were the spike comes away from the tubing." There was no pt harm or medical intervention. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The customer report of spike comes off tubing could not be confirmed due to the product was discarded and was not returned for failure investigation. The root cause of this failure could not be identified.